Manufacturer narrative:
Evaluation summary: the cholangiography catheter was returned to edwards inside a broken shipping tube. The sterility of the product was compromised. It is not known if the customer received the catheter in this condition. The tube was broken at the bond site, between the clear adaptor and the gray tube. The shrink seals were still attached, one at the clear adaptor cap and the other around the directions for use. When the catheter was pulled out of the tube, it was found to be wavy. Although the root cause for the reported complaint cannot be confirmed, there is no evidence of a manufacturing defect.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04180 and MFR. Report # 3005099803-2010-04181). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the length of the cut wire area was bent. A second device was obtained and it was noted that the length of the cut wire area was bent. Both devices were not used inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Reportedly, the device separated between the grey part and the white part/housing, near the base of the bulb before use. No patient inury was reported.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.